Event description:
It was reported that there was high impedance on the superior vena cava (svc) and right ventricular (rv) lead coils. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator, (B)(6) 2010; 4470 competitor implantable pacing lead, (B)(6) 2006. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).